Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient developed garbled speech and left-sided deficit , diagnosed as a stroke. A CT scan showed small lacunar infarcts in the left basal ganglia. A duplex study showed a patent stent. Thrombolytic therapy was given. The patient's condition remains unchanged. Three days post-procedure, the patient was discharged to a rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.